Manufacturer narrative:
Health effect clinical code 4581: significant reduction of irido-coneal angels. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -11.0/+1.5/134 into the patient's right eye (od) on (B)(6) 2023. Excessive vault and significant reduction of irido-corneal angles were noted. The lens was exchanged on (B)(6) 2023 for a shorter length lens and the problem resolved. Cause was reported as unknown.